Manufacturer narrative:
.

Event description:
Reporting status: serious injury - medical intervention / permanent damage. Reporting rationale: separated guide wire remains in patient. Device issue: guide wire separation. It was reported that during the procedure the distal coil became entrapped within the calcification. The device was rotated, and pulled back. The distal coil became separated and 11 cm of the distal coil remained in the anatomy in the rca. Several attempts were made to withdraw the separated coils by torquing the guide wire and the use of a snare; however, the attempts were unsuccessful. No additional event or pt info is available.